Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported syncope due to cardiac arrhythmia could not be conclusively established through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). No further events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 entitled ¿introduction¿ lists cardiac arrhythmia and non-stroke related neurological events as adverse events that may be associated with the use of the heartmate 3 lvas. Section 6 ¿patient care and management¿ lists arrhythmia as a potential late postimplant complication that may be associated with the use of heartmate 3 lvas. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was admitted to the hospital from the emergency department (ed) on (B)(6) 2021 after a syncopal episode around 10:30 - 11 pm on (B)(6) 2021. The patient reported being "out for 5-10 seconds" the patient's spouse reported that patient's pulsatility index (pi) was jumping around 1.6 - 1.0 and called vad (ventricular assist device) coordinator who instructed patient to go the ed. ICD (implantable cardioverter defibrillator) interrogation on (B)(6) 2021 found 2 ventricular tachycardia - normal sinus (vt-ns) on (B)(6) 2021 at 23:42. One lasting 3 seconds, one lasting less than 1 second. These coincided with timeframe of syncopal event. The change in pi 1.8 - 1.0 was concerning and planned to assess for outflow obstruction with computed tomography (CT) chest with contrast. The chest CT showed "patent outflow graft". Ldh (lactate dehydrogenase) on (B)(6) 2021 was 168 u/l and on (B)(6) 2021 was 203 u/l. The patient was discharged in stable condition to home on (B)(6) 2021. Discharge summary explained that it was most likely a vasovagal event due to classic prodromal symptoms and was a brief episode and other things were ruled out.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.